Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: the cartridge has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: the cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A fill test and leak test were performed with no failures observed. The cartridge force readings were confirmed to be within specifications.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a site/set/cart (air bubbles/leak) issue. It was noted that there were air bubbles and a leak associated with this complaint. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the presence of air bubbles in the cartridge can result in under delivery.